Manufacturer narrative:
A ge service representative performed an on site investigation. The 12 volt power supply was adjusted and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had a collimator error and the left monitor would not turn on at boot up. No pt injury was reported.